Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 7 years due to severe mitral regurgitation (mr). According to the op report, the patient's follow up six months prior to the surgery showed severe mr. Lv function was intact, but with mild lv dilatation. Over a period of a few months, the patient's mr progressed based on echo findings. As a result, he was admitted for redo-mitral valve replacement. Intra-op tee again showed severe mr. It appeared to be eccentric jet. There was no vegetation noted. On inspection, the explanted valve appeared to have at least two leaflets turned over on itself and retracted residing from severe mitral valve regurgitation. A new edwards bioprosthetic valve was implanted. Of note, this patient also had tricuspid valve repair for regurgitation. Post-procedure tee showed the lv function unchanged. The mitral valve had trace regurgitation, as well as the tricuspid valve.

Manufacturer narrative:
Device not returned. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. In this case, the op report documents at least two leaflets turned over on itself and retracted residing from severe mitral valve regurgitation. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible at this time with the available information.